Manufacturer narrative:
Summit bar code label misreads have been investigated by receiving a sampling of reported problem bar code labels from blood, services. The bar code labels were scanned and read using a psc quick check 600 barcode verifier to determine the x dimension and the overall ansi grade of the bar code. After several scans it was determined that the bar code labels were of poor quality with an average ansi grade of d. Another sampling of problem bar code labels were rec'd from blood services. These bar code labels were analyzed the same way and the overall ansi grade was an f, also a poor quality bar code label. Both bar code label samplings were placed onto specimen tubes and the labels scanned and read with in-house summit bar code scanners. The misreads could not be duplicated. The ortho summit sample handling system user's manual requires the user to create and use bar code labels that meet the following, "print quality must be high." And that "bar codes labels must be aligned correctly on the specimen tubes and microplates to prevent bar code misreads." Current investigation suggests that poor quality bar code labels compounded with poorly aligned labels on specimen tubes are the most probable cause of the reported bar code label misreads.